Manufacturer narrative:
(B)(4). Event date: the event occurred on an unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. On an unreported date in the same month as diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal, dose, and frequency not reported, duration not reported but was during hospitalization) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event and was discharged from the hospital. It was not reported if the patient was retrained on aseptic technique. No additional information is available.